Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. During investigation the device was powered up and alarmed ec 1720 which according to the investigation is an issue with the back-up capacitor. Service will replace back-up cap to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited " lec 1720" alarm message. It was reported that there was no patient involvement.